Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual sample was not available for evaluation. Visual inspection was performed on a reserved sample from same lot number. No defect was observed. No other test was performed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was found damaged. There is no report of patient involvement. No additional information is available.